Event description:
It was reported that balloon rupture occurred. The vascular access was obtained with a non-bsc sheath. The 100% stenosed, chronic totally occluded (cto), long target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion using a non-bsc catheter, a 4mmx220cm coyote¿ balloon catheter was advanced and dilated the lesion. Subsequently, the physician advanced a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter for additional dilatation and was initially inflated at 12 atmospheres. The second and third inflation were performed at 20 atmospheres, however, on the fourth inflation at 20 atmospheres, the 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter ruptured. The device was completely removed from the patient and the procedure was completed with a mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination revealed a 15mm longitudinal tear from the mid-section to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not exceed the rated balloon burst pressure (rbp).¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained with a non-bsc sheath. The 100% stenosed, chronic totally occluded (cto), long target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion using a non-bsc catheter, a 4mmx220cm coyote¿ balloon catheter was advanced and dilated the lesion. Subsequently, the physician advanced a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter for additional dilatation and was initially inflated at 12 atmospheres. The second and third inflation were performed at 20atmospheres, however, on the fourth inflation at 20 atmospheres, the 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter ruptured. The device was completely removed from the patient and the procedure was completed with a mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).